Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) and se 2367 (fail safe shut down) occurred on the homechoice (hc) machine during use. The home patient (hp) was connected at the time of the alarm. During troubleshooting, nothing was found that could have caused or contributed to the alarm. A baxter technical service representative (tsr) assisted the hp to cycle the power of the hc which cleared the alarms. The tsr explained the alarms. The caller would discard the supplies and call the patient's registered nurse (rn) about the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.